Event description:
At the one month follow-up, the pt was experiencing angina pectoris. Approx 2 and a half months post-procedure, the pt died (2008). The pt lost conscience the day before and was in a coma for 24 hrs before he died. Cause of death is unk. In keeping with the arc guidelines, the death of unk causes is being captured as a coronary stent thrombosis. The report is from e-select. The pt was a male with 2-vessel disease and a history of hypertension, hyperlipidemia, smoking, myocardial infarction, copd and a family history of coronary artery disease. The indication for the index procedure was unstable angina pectoris. The first target lesion was the first obtuse marginal. Vessel diameter was 2.5mm and the lesion length was 30mm. Pre-procedure stenosis was 90%. The lesion was de novo, not ostial, irregular contour, and not calcified or tortuous. Lesion classification was type c. The lesion was pre-dilated with a 2.25 x 20mm balloon at 12 atm. A crb33250 was deployed in the target lesion at 16atm. Post-procedure stenosis was 0%. The 2nd target lesion was the proximal left anterior descending artery. Vessel diameter was 3mm and the lesion length was 25mm. Pre-procedure stenosis was 70%. The lesion was de novo, not ostial, irregular contour, an not calcified or tortuous. Lesion classification was type c. The lesion was not pre-dilated. A cypher was deployed at 21atm. Post-procedure stenosis was 0%. There were no procedural complications and the pt was discharged the following day.

Manufacturer narrative:
This product is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2008-01751. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Death is a known potential adverse event associated with implanting coronary artery stents. Based on the available info, it is not possible to determine an exact cause of the reported event, but given the pt's extensive medical history there are possible pt factors that may have contributed to the event.